Manufacturer narrative:
The device history record (DHR) was reviewed showing the unit passed the testing and visual inspection prior to releasing for shipment. No physical sample was available for evaluation. The complaint will be reopened if the unit is received. The root cause was not able to be determined. No corrective and preventative actions are required at this time. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported during a placement, the iris console went black and did not turn back on after multiple attempts.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.